Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Additional information received indicated the device was replaced due to continued insidious onset of sui (stress urinary incontinence). The patient was stable following the procedure and the event resolved.